Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer reported that generator energy stopped activating during a case and requested service. Site had to power cycle the unit multiple times to restore functionality, and no error codes were reported. Fse visited the site and replaced the generator due to error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found the issue was confirmed in system logs with m-02 errors logged on different dates, along with additional 1-71 and 1-87 errors. Failure analysis replicated the event, with the unit showing m-02/m-02-3 errors at startup and m-02 and c-00 errors in the logs. The complaint was confirmed based on failure analysis. The probable cause in this case is attributed to the faulty generator.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported it was reported that generator stopped activating energy during a procedure, requiring multiple power cycles to restore function. No error codes were available at first, but additional information was sought. Later, error codes m-02 and c-00 were reported as occurring during the issue, which was described as ongoing. Troubleshooting recommendations included power cycling the generator at night and between long cases to help resolve errors. The procedure was completing as planned with no reported injury.